Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI# (B)(6). There is no 510k number, as this product is sold under a different product code in the us. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial and femoral loosening.

Manufacturer narrative:
The complaint states new etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint: clinical study-(B)(4) subject (B)(4) aseptic loosening dates and ae to be confirmed date of revision=(B)(6) 2011 dos=(B)(6) 2006 dob=(B)(6) 1944. Update received: rcvd from clinical - ae rec'd 10 january 2017 - right knee - the previous ae was updated to indicate the patient had aseptic loosening of the femoral and tibial components. Notification was after an update to the clinical system - after speaking to clinical dept we have new info for com - surgeon and lot number tib tray. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 20466. Reason for original complaint: clinical study-ct04-16 subject (05-013) aseptic loosening dates and ae to be confirmed date of revision=(B)(6) 2011 dos=(B)(6) 2006 dob=(B)(6) 1944. Update received: rcvd from clinical - ae rec'd (B)(6) 2017 - right knee - the previous ae was updated to indicate the patient had aseptic loosening of the femoral and tibial components. Notification was after an update to the clinical system - after speaking to clinical dept we have new info for com - surgeon and lot number tib tray. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.